Event description:
Report received from USA stating that the drill was not spinning. It is known that the device was not being used during surgery. It is known that no injuries or medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).